Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting shock impedance measurements of 95 ohms and daily measurements show a gradual rise since implant and are now stable but ranging from 100 ohms to 125 ohms. A boston scientific technical services consultant stated that these measurements appear to be normal operation for this single coil lead but the true test of the system would be to deliver shocks. The caller stated they will continue to monitor this lead. No adverse patient effects were reported.

Manufacturer narrative:
Five months later, a latitude red alert was generated for this system due to a shocking impedance measurements greater than 125 ohms. The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.